Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was light headed due to a low heart rate and presented at the emergency room (ER) with loss of right ventricular (rv) capture. The rv lead was found to have increased high thresholds. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.